Event description:
No additional information.

Manufacturer narrative:
(B)(4): follow up MDR for device evaluation one sample of a 5ml eurographic syringe was received and evaluated. The sample received loose had major damage to the barrel rendering it unusable. The plunger rod was cracked more than an inch. The conditions observed are non-conforming per product specification. Potential root cause for the barrel damaged and plunger rod damaged defects is associated with the assembly process. Most likely pinched between two dials. A device history record review could not be performed on model 309649 because a lot number was not provided by the customer. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c barrel/flange was damaged. The following information was provided by the initial reporter translated from french to english: "the plastic on the body of the syringe appeared to be "melted" locally and, when the syringe was withdrawn, liquid leaked from the defect." When did the incident occur? Unknown detailed incident description on several occasions we have experienced a quality problem with plastipak 5ml syringes 309649. The plastic on the body of the syringe appeared to be "melted" locally and, when the syringe was withdrawn, liquid leaked from the defect. The batch numbers of the syringes concerned could not be identified. One syringe was nevertheless kept and can be made available to you for expert appraisal. I called customer ms corti she didn't know the lot number. Maybe it come from order number : ph23147720 but customer is not sure.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.